Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the subject pacemaker was tried to be implanted to a patient with an av block as a replacement and with the same non sorin-brand leads. During the previous pacemaker was implanted, the patient suffered 3 syncopes. Chronic thresholds around 1 and 2 v. The ventricular lead was tried to be replaced but it was not possible and was decided to replace the pacemaker by ours. All time the lead measurements were normal. After connecting properly the leads to the subject pacemaker, it worked properly but afterwards the physician wanted to extend the pocket so he removed the pacemaker properly connected from the pocket and suddenly the pacemaker stopped working and as a consequence the patient suffered a syncope. The leads were disconnected and the impedances were measured, the values were normal. The leads were connected again to the pacemaker but it did not work anymore; the physician did not place the pacemaker in the pocket anymore. The device was not implanted and will be returned for analysis. Another pacemaker of the same model was successfully implanted.

Event description:
Reportedly, the subject pacemaker was tried to be implanted to a patient with an av block as a replacement and with the same non sorin-brand leads. During the previous pacemaker was implanted, the patient suffered 3 syncopes. Chronic thresholds around 1 and 2 v. The ventricular lead was tried to be replaced but it was not possible and was decided to replace the pacemaker by our. All time the lead measurements were normal. After connecting properly the leads to the subject pacemaker, it worked properly but afterwards the physician wanted to extend the pocket so he removed the pacemaker properly connected from the pocket and suddenly the pacemaker stopped working and as a consequence the patient suffered a syncope. The leads were disconnected and the impedances were measured, the values were normal. The leads were connected again to the pacemaker but it did not work anymore; the physician did not place the pacemaker in the pocket anymore. The device was not implanted and will be returned for analysis. Another pacemaker of the same model was successfully implanted.

Event description:
Reportedly, the subject pacemaker was tried to be implanted to a patient with an av block as a replacement and with the same non sorin-brand leads. During the previous pacemaker was implanted, the patient suffered 3 syncopes. Chronic thresholds around 1 and 2 v. The ventricular lead was tried to be replaced but it was not possible and was decided to replace the pacemaker by our. All time the lead measurements were normal. After connecting properly the leads to the subject pacemaker, it worked properly but afterwards the physician wanted to extend the pocket so he removed the pacemaker properly connected from the pocket and suddenly the pacemaker stopped working and as a consequence the patient suffered a syncope. The leads were disconnected and the impedances were measured, the values were normal. The leads were connected again to the pacemaker but it did not work anymore; the physician did not place the pacemaker in the pocket anymore. The device was not implanted and will be returned for analysis. Another pacemaker of the same model was successfully implanted.